Manufacturer narrative:
Replace with concomitant medical products: 407645, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in-office check, the implantable cardioverter defibrillator (ICD) was noted to have an unexpected lon gevity measurement. The device will continue to be monitored remotely, and remains in use. No patient complications have been reported as a result of this event.